Event description:
Report of one documented and one undocumented incidence of leaking of IV tubing reported. In the documented incident, the nurse noted during infusion of an unspecified dose/rate of primacor that the area where the soft plastic tubing meets hard plastic of the male adpater was leaking. The leak was very small, so very little fluid was lost, therefore, no clinical effect of loss of medication was noted. Tubing was changed to solve problem. No report of bleedback or blood loss and no pt harm reported.